Event description:
It was reported that upon boot up the programmer had a blank, black screen. It was being sent in for repair. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.